Event description:
It was reported that the patient had his ams artificial urinary sphincter removed due to unspecified reason. A new ams artificial urinary sphincter system with a 5.5 cm cuff, pump, and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.